Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was admitted into the intensive care unit of the hospital after nausea and vomiting. The blood glucose result was between "600 mg/dl to 700 mg/dl". The patient was treated with infusions and insulin at the hospital. It is unknown how long the patient was in the hospital.